Event description:
Cardioversion was being performed on this pt with hp codemaster because the pt's pressure was dropping. After delivering 200j the sternum pad caught on fire at the edge of pad and the flame traveled approx 2 inches to right arm ECG electrode that was still attached to pt. The flames were manually extinguished and ice applied to the chest wall. Cardioversion then complete with lifepak 9 without a problem. Chest was red and small grey areas of burn noted. Silvadene cream applied to area per dr. Codemaster and accessories sequestered by biomedical engineering dept and reported to the dir of risk mgmt.